Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the device revealed that the delivery wire was kinked, likely due to handling of the device during use. Additionally, the main coil was kinked and broken. During functional testing, the device was flushed and advanced in a demonstration sl-10 catheter, the resistance was felt. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. In the case of this complaint, it is most likely that anatomical or procedural factors resulted to friction during advancement/retraction of the coil and causing the coil to be kinked and then break during manipulation. The event appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. Therefore, an assignable cause of procedural factor has been assigned to this investigation.

Event description:
Analysis of the returned device found that the main coil was broken/fractured during use. There was no clinical consequence to the patient as a result.